Event description:
It was reported by the customer that on (B)(6) 2010, the fiber broke at 115,761 joules. The fiber breakage did not occur inside the patient. No patient injury was reported. The device was not returned to american medical systems for eval.